Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how many devices with suture breakage issue? No further information is available. How many devices with needle pull off issue? No further information is available. Lot number? The lot number is unknown. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on (B)(6) 2019 and suture was used. The suture broke or came off the needle in a row. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.